Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: updated. H6: updated. H3: one device was received. The event history log was reviewed and the customer reported problem was confirmed. Device was visually and functionally tested but the customer reported problem was not duplicated. The cause of the problem is unknown. Upon further investigation, the downstream occlusion (dso) seal was found to be bubbling. The dso seal was replaced as well as the dso sensor as a preventative measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.